Event description:
Three patient samples with discrepant calcium results. Patient 1, initial result 10.8 mg/dl, repeat 11.7 mg/dl. Patient 2, initial result 9.0 mg/dl, repeat 9.9 mg/dl. Patient 3, initial result 7.2 mg/dl, repeat 7.9 mg/dl. The initial results were reported, the patients were not adversely affected. The field service representative was unable to determine the root cause. Performance tests were performed and within specification.